Event description:
Facility attempting to transfer resident. During the transfer, resident had sudden movement of large muscle groups and fell out the side of the sling. Vanderlift ii 600 was the lift used, but unk manufacturer or the size of sling being used in transfer was not available when report was filled out. Lift was checked out on date report was taken and lift was found to be operating properly. In service of staff is scheduled for 2007 which will include lifting procedures and the sizing of slings to be used on patients.

Manufacturer narrative:
As stated in customer call report included in this mailing, the vanderlift was found to be operating properly. It is noted that the sling that was used in transfer of resident was not available for inspection, or was the manufacturer of the sling made of available. In service has been scheduled in 2007 which will included proper procedures on lifting and also on the sizing of slings to be used on the patients.